Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. In this case, the opportunistic bacterial infection was considered by the local medical expert as secondary to the vascular complication. Skin infections may manifest as vesicles that appear within days after injection are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier or in this case the skin lesions linked to a vascular complication. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products. Additionally, the gummy smile technique constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Suspected vascular occlusion - vascular compromise [vascular skin disorder]. ([Paraesthesia], [dermal filler site infection], [blister], [livedo reticularis]). Gummy smile treatment [off label use]. Case narrative: on 16-jun-2026, the spanish subsidiary notified teoxane geneva about an adverse event. This case was reported by a physician. According to the reporter, a patient was injected on (B)(6) 2026 with: 1,2 ml of rha 4 in the nasolabial folds using the gummy smile technique with a 22g cannula (current complaint). 1,2 ml of ultra deep in the pyriform fossa using the gummy smile technique with a 22g cannula (rc/2607030). It has to be noted that considering the anatomical characteristics of the reaction area, we were not able to determine which of those 2 products was responsible for the reaction. Therefore 2 complaints were opened. No adverse event was noticed during or just after the procedure by the injector. The next day (on (B)(6) 2026), the patient experienced decreased sensitivity in the injected areas when applying pressure, more pronounced in the left side. The injector suspected a vascular occlusion and organized a follow-up visit the same day. At this time, the capillary refill was preserved bilaterally (less than two seconds) and sensitivity had returned to normal. However, the injector noticed the presence of vesicles (also reported as pustules or perioral dermatitis) distributed bilaterally along the nasolabial folds and nasal areas, and of a livedo reticularis (exact chronology not specified). The injector performed a total of 5000 iu of hyaluronidase injections and contacted the local medical expert. The later was more in favor of an opportunistic bacterial infection and topical antibiotics (mupirocin) was recommended. For this reason, the case was assessed as not reportable. On (B)(6) 2026, both hcps agreed on a bacterial infection secondary to a vascular. Compromise. At this time, capillary refill was back to normal and all the symptoms subsided. Considering the seriousness of the diagnosis, the case was re-assessed as reportable. Considering the resolution of the symptoms, the case was considered closed. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.